Manufacturer narrative:
(B)(4). D10 : 42542007102 - tibia fixed cemented right size e stem extension use required - 65805744 42522000510 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - unknown 42502606602 - femur cemented cruciate retaining (cr) standard right size 9 - 65432541 42540200029 - all-poly patella cemented 29 mm diameter - 65722110 66022663 - palacos r + g (1x40) - 62691185 g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee arthroplasty. Approximately 2 months post-implantation, the patient suffered a medial tibial fracture. The cause of the fracture is unknown. Subsequently, the patient was revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: mechanical (g04) stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.